Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. On an unspecified date, the patient was treated with injection ceftazidime (1gm, daily, intraperitoneal, ongoing), amikacin injection (150mg, daily, intraperitoneal, ongoing) and injection vancomycin (1gm, every 72 hours, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis. On an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was shifted to hemodialysis therapy (ongoing). The patient was hospitalized for pd catheter removal and remains hospitalized at the time of this report. No additional information was available at the time of this report.